Event description:
New information received noted that the device was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the battery measurements were at or below the elective replacement indicator (eri) trim. However, an eri alert had not been triggered. No intervention was reported. The patient was in stable condition.

Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. Review of the device session records and battery trend were checked at approximate times specified by the event description. When eri trim value is set, the device battery voltage will not trigger eri until a voltage measurement is equal to or below eri trim value in two consecutive daily battery measurements not including measurements in the relaxation period. The device can enter relaxion mode/state when there is excess rf usage. On (B)(6) 2020 there was a measurement postponed due to some conditions not being met, which will also not be included in the eri trigger condition. Eri flag was not triggered at the time of the complaint because device measurement in some cases was postponed and in some cases the device was in relaxation state. As-received, the device was in eri. The device was then programmed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including thermal and mechanical stress testing indicate normal device characteristics. Longevity assessment was performed, device¿s implanted duration exceeded the projected longevity and is considered normal battery depletion.